Event description:
Pt complained of not feeling well during treatment, back ache, body ache. Treatment terminated 30 mins early. Continues to feel poorly at home, taken to hosp, diagnosis hemolysis. Transfered to ICU. Date of death 9/24/96. During treatment, charge nurse noted kink in arterial line. Kink straightened and treatment continued.